Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 500 mg/dl. The customer reported that the device was exposed to water. Customer insulin pump was dropped it the toilet and see black dot. Customer stated that there is fluid under the lcd display. Customer was advised that pump will be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with shot.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly also, had corroded motor during our visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify black dot on screen due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and stained address serial number label.